Manufacturer narrative:
Product ID 3093-33: lot#: v012280, implanted: (B)(6 )2006, product type: lead; product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect to her expectations. It was noted that the patient never had a follow-up appointment with her implanting doctor and had only one attempt at reprogramming. The patient stated there was an injustice done to her by suffering for two years with the device not working, and the patient appeared to put the blame on the implanting doctor. Additional information received reported that the patient's new hcp told her the device had been installed incorrectly as the lead was placed in an incorrect position.